Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited noise. The noise was oversensed and resulted in an inappropriate shock. In addition, the rv lead impedances were greater than 2500 ohms. The rv lead was then surgically abandoned and replaced. No lead damage was visible on fluoroscopy. No additional adverse patient effects were reported.